Manufacturer narrative:
(B)(4).

Event description:
It was reported that a unexpected receiver shut-down occurred. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected receiver shutdown occurred. The product was evaluated. The device was visually inspected and failed due to a white cloudy screen display window. The receiver charged and rebooted.the receiver case was opened, and the internal inspection passed. The functional test failed. The log was downloaded and reviewed and no errors related to the complaint, were found. Confirmation of the allegation and a root cause could not be determined.